Manufacturer narrative:
Failure analysis noted that the pump was alarming motor error during rewind due to motor leaking oil and contaminating the motor home switch. They were unable to confirm the motor position encoder error alarm due to motor anomaly. The pump had cracked case at the display window corners and minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. The alarms were received during priming. It was not possible to quit priming. The pump was not exposed to high magnetic field. Troubleshooting was performed. The device was returned for analysis.